Event description:
On (B)(6) 2014, it was reported to animas that the pump had a power issue. Reportedly, there had been frequent replace battery alarms. No additional information was available. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the pump powered on with the retuned battery cap which was able to be fully tightened. The black box dates were from 02/06/2015 to 02/15/2015. The black box information from the complaint date was found to have been overwritten. Product analysis was unable to confirm or duplicate the complaint; there were no "battery life" issues duplicated during the investigation. The current draws were within specifications. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the display was found to be dim and discolored. The battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.